Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited undersensing that caused false termination of atrial tachycardia/atrial fibrillation episode and resulting in inappropriate atrial pacing. No intervention made was reported. The patient status was unknown.